Event description:
It was reported that a check clutch error and plunger damage was experienced.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a chip on the front case. Event log history was performed and indicated that check clutch/plunger lever error was recorded in history. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is clutch half's. Service replaced clutch half's left and right. Replaced leadscrew and spring as a preventative measure. Replaced damaged top case.

Event description:
Additional information received. Indicated, there was no patient involvement, during this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms (B)(4). No patient involvement.